Event description:
It was reported that the patient received an alert 95 advising a body weight check and subsequently increased the programmed body weight by 15 percent after consulting their endocrinologist, after which the patient experienced two low blood glucose events with a nadir of 64 mg/dl lasting about 10 minutes without use of backup therapy and without medical intervention. Symptoms included hypoglycemia. Outcomes included no hospitalization, no medical intervention, and no lasting impairment. Investigation included troubleshooting and education regarding the alert 95 body weight guidance. Investigation of this case revealed that the cause of the hypoglycemia was unclear and no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.